Event description:
It was reported that the patient experienced withdrawal with severe increasing pain over the last month. A pump volume discrepancy was noted. The actual residual volume of 18 ml was greater than the expected residual volume of 2 ml. The pump contained dilaudid 20 mg/ml and baclofen compound. The patient was being seen in consultation for surgical explant/replacement. The hcp was considering diagnostic testing; the patient did not feel that it was necessary as "we know for 2 months, it hasn't given me the medicine".

Manufacturer narrative:
(B) (4).